Event description:
On an unknown date, this patient underwent an endovascular treatment for abdominal aortic aneurysm and iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). This procedure was performed at another hospital, so the details were unknown. Device information was also unknown. On (B)(6) 2024, a reintervention was performed since the contralateral leg in the right side had been disconnected from the iliac branch component and slipped out into the aneurysmal sac. This caused a type iiia endoleak between the devices. Two additional devices (contralateral leg and aortic extender) were implanted and the devices were reconnected. No endoleak was found during the final angiography. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: the gore excluder aaa endoprosthesis and the gore excluder iliac branch endoprosthesis instructions for use (IFU) states: device defects that may occur include, but are not limited to component migration and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.